Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that insulin was squirting out during the manual priming process. Blood glucose level was 191 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime alarm test due to moisture damage to the force sensor. Minor scratches on the lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker, stained address/serial number label and loose drive support disk.